Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by continuing to use the existing cartridge.